Manufacturer narrative:
Conclusion: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well fixed in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw fixation although also the cup still appears stable in the bone near the periphery. Not returned.

Event description:
It was reported that on (B)(6) 2018, dr. (B)(6) performed a revision of an accolade stem with a dislocated femoral head component as visible by preop x-ray. Update per med review: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well fixed in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw fixation although also the cup still appears stable in the bone near the periphery.

Manufacturer narrative:
An event regarding wear, disassociation, osteolysis and corrosion involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: visual inspection of the returned device indicates the presence of biological material, wear of the trunnion and explantation damage. Dimensional inspection & functional inspection: not performed as there is evidence from the visual inspection that the device is damaged. Material analysis: material analysis was not performed due to the nature of the event medical records received and evaluation: a review of the provided medical records and x-ray by a clinical consultant indicated: the visible osteolysis around the proximal stem and around the screw sixation of the cup shell is consistent with such an overload condition. Cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that on (B)(6) 2018, dr. (B)(6) performed a revision of an accolade stem with a dislocated femoral head component as visible by preop x-ray. Update per med review: cup malposition in near absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Additionally, there is osteolysis around the proximal stem section although the stem remains well fixed in the more distal parts. Also around the cup is osteolysis evident, especially around the supplemental screw fixation although also the cup still appears stable in the bone near the periphery.